Event description:
It was reported to philips that the battery failed to charge in the cadex battery analyzer. The customer tried to charge the battery multiple times in two different cadex analyzers but the problem remained. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting the battery was either completely depleted or faulty. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. Additionally, manual shocks were successfully delivered when the battery was installed in a device. Although the battery was received with the battery mode cf flag set, this indicates that the battery needed to be calibrated. The battery was successfully calibrated and the capacity was confirmed to be within range. Upon conclusion of the analysis, no fault was found with the battery. The battery was able to charge in both the mrx heartstart and cadex charger and the reported issue could not be verified.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery failed to charge in the cadex battery analyzer. The customer tried to charge the battery multiple times in two different cadex analyzers but the problem remained. There was no patient involvement.